Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The distal end of the teflon sheath was at approximately 50.8cm from the iabc distal tip; clear fluid was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted from approximately 8.1cm to 15cm from the distal end of the teflon sheath. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was not fully unwrapping" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that after the balloon was inserted, pumping was initiated but it was noticed that the balloon was not fully unwrapping. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine."

Event description:
It was reported that after the balloon was inserted, pumping was initiated but it was noticed that the balloon was not fully unwrapping. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4).